Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the newly implanted patient was not able to increase flow despite a high speed of 6400. The patient had a right ventricular assist device (rvad) implanted and was reportedly on multiple pressors. It was later reported that the clinical team had concern for a possible partial occlusion. Left ventricular assist device (lvad) flows were not responding to increase of flows despite adequate rvad flows. A possible pump exchange was planned due to the suspected occlusion and aortic insufficiency. On (B)(6) 2022, the patient entered the operating room (or) on extracorporeal membrane oxygenation (ECMO) secondary to lactate rise and inability to unload via lvad. Once in the or, a sternotomy was performed with visualization of outflow graft (ofg) and bend relief removed, both intact and without obstruction. Tissue and trabeculae were noted near the inflow core. The surgeon cleared/cleaned out the debris and tissue causing the obstruction but decided to change out lvad.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, evaluation of heartmate 3 left ventricular assist system (lvas) did not reveal any device-related issues which could have contributed to the low flow events. Additionally, a direct correlation between the device and the reported elevated lactate dehydrogenase and aortic insufficiency could not be conclusively established through this evaluation. The lvas was returned assembled with the pump cable severed approximately 10¿ from the pump housing. The remainder of the pump cable including the inline connector was returned in 2 additional portions, measuring approximately 7" and 9.75". The modular cable was returned connected to the pump cable via the inline connector. The outflow graft, outflow graft bend relief, and apical cuff were not returned. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The submitted log files confirmed low flow alarms from (B)(6) 2022 through (B)(6) 2022. Further low flow alarms were observed on (B)(6) 2022 when the patient was undergoing the pump exchange. No other notable alarms/events were observed, and the pump appeared to have operated as intended at the set speed. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The lvas was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists hemolysis as an adverse event which may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The IFU also outlines considerations for pump placement and orientation, and provides instructions regarding the preparation, installation, and orientation of the sealed inflow conduit. This document also warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvas will not be able to provide the intended flow. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2022-13150.